Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci endoscope plus to perform failure analysis. The customer reported event was confirmed but not replicated. An error was found in the log related to the tip temperature but was not seen during evaluation. The image was good in both eyes of the endoscope plus. However, the endoscope plus had bearing friction and profile tube damage.

Event description:
It was reported that during a da vinci-assisted robotic assisted ileostomy surgical procedure, the surgeon console stated that the endoscope was getting hot, and the color could not be adjusted. The surgery was converted to open method. The procedure was completed with no surgical delay reported. Intuitive surgical, inc. (Isi) has made multiple follow-up attempts to obtain additional patient/event information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
A return material authorization (RMA) was issued to the customer and the endoscope 30-degree plus unit was received for evaluation. However, the failure analysis to confirm/identify any reportable failure mode(s) has not yet been completed as of the date of this report. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. This complaint is considered a reportable event due to the following conclusion: during the start of a da vinci-assisted robotic assisted ileostomy surgical procedure, the customer received a message stating that the endoscope was getting hot and had trouble adjusting the color of endoscope. The procedure was converted to open.